Event description:
On 05/21/2025, a facility representative reported via (B)(4) that an ar-9662-r central post/screw trephine got stuck in a coring reamer and could not be removed. This occurred during a case where they needed to remove a disassociated post. This did not cause harm to a patient as the item worked as intended. Just the two pieces of metal welded together.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instruments and/or prying/leveraging the device during use.